Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When placing the guide wire, the prosthesis bends. It is impossible to mount the wire. No consequence on patient. "As per cc form": when placing the guide wire, the prosthesis bends it is impossible to mount the wire. They take another stent zebd-7-5. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Visiglide but I don't know le diameter 0,25 or o,35 2. Was the wire guide lubricated prior to use? Yes. 3. Was the wire guide inspected for damage prior to use?* yes. 4. Was the device at the centre of the complaint inspected for damage prior to use? Yes.

Event description:
A supplemental report is being submitted due to completion of the investigation on 04-jun-2025,

Manufacturer narrative:
Device evaluation: 1 unit of lot c2031774 of zebd-7-5 was returned not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 04 september 2024. On evaluation of the devices the following observations were made: visual inspection. Stent and pigtail straightener returned. Straightener returned in correct orientation. Kinks observed on 02nd, 03rd, 04th and 05th porthole of the tapered end of stent. Functional inspection: 0.035" wire guide will not pass through kinks. Manufacturing records: prior to distribution, all zebd-7-5 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for zebd-7-5 of lot number c2031774 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause review: a definitive cause could not be determined from the investigation. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, when placing the guide wire, the prosthesis bent and the wire did not pass confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide.